Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found. Performance data collected from the device was received and analyzed. There were no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 4193 implantable pacing lead: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient showed evidence that the implantable cardioverter defibrillator (ICD)  was eroding through the skin. The ICD was removed and the patient is being treated for infection to the area. No patient complications have been reported as a result of this event.